Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a blood leakage from the catheter at 1 cm from the cap. The catheter was removed and a new one was installed. No patient injury.

Manufacturer narrative:
The samples were received on (B)(4) lab and they were evaluated. Based on (B)(4) evaluation, two (2) samples were provided; all four of extension tube samples had at least one wall perforations. The position of the wall perforations was located generally in the middle of the length of the tube extension, where the perforations were observed, these were positioned approximately 180o from one another. It can be deduced that the defect was found where the clamp is placed on tube extension. The DHR was reviewed and no deviations related to this failure mode were found. There are not ncrs related to the reported issue. This defect has been confirmed. Based on the available information, the most probable root cause can be considered as misuse (inappropriate clamping), for instance, clamping the catheter repeatedly in the same spot. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure test. Qa performs in-process inspection at the final stage of production and which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.